Event description:
During a procedure,permanent clips did not close properly.neuro coordinator checked clip applier to verify they werer loaded properly and felt that they were.this was caught prior to implantation,surgery prolongred,continued to obtain a clip that worked.it was noted a sugita applier was being used whith aseculap clips.case prolongd 30 minutes.attempts made to obtain further info. No further info available.reference:MDR# 2916714-2006-00010,2916714-2006-00012